Event description:
It was reported that during a procedure, on the dorsal vein, the gun misfired. Only half of the staples formed correctly. The other staples did not form. Resulted in complex bleed that they handled without problem. They sutured the opening. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.